Event description:
The customer reported poor image quality and a foot pedal problem. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the foot pedal. No report on system repair status. This MDR is related to ge healthcare complaint.